Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ conventional needle 25x1 rb had foreign matter on it that appeared to be a white sealant. The foreign matter had leaked down from the base to the needle point. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: a photo was received for evaluation. The attached photo shows an epoxy splatter on the cannula therefore this failure mode is verified. Bd was unable to determine the issue with the needle bevel from the attached photo. The epoxy splatter was likely due to a rack that tipped forward during assembly prior to curing, and the epoxy from a another needle was transferred to the needle in question. It is dependent on the operator to continuously monitor the assembly process for epoxy issues. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. A device history record review was completed. Assembly batch 7297704 had 51 visual inspections performed on 2,550 parts with zero defects noted. No quality notifications were written for this batch. Investigation conclusion: the epoxy splatter was likely due to a rack that tipped forward during assembly prior to curing, and the epoxy from a another needle was transferred to the needle in question. It is dependent on the operator to continuously monitor the assembly process for epoxy issues.

Event description:
It was reported that a bd¿ conventional needle 25x1 rb had foreign matter on it that appeared to be a white sealant. The foreign matter had leaked down from the base to the needle point. There was no report of exposure, serious injury, or medical intervention.